Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see medwatch report # 3004209178-2015-81788.please see medwatch report # 3004209178-2015-81942.

Event description:
It was reported that the customer experienced low blood glucose levels and that there was possible temporary vent blockage at the reservoir. The customer's mother stated that the customer had changed the infusion set prior to bed and later felt funny. Her blood glucose reading was 43 mg/dl, she was treated with 45 units of carbohydrates, which only increased it to 52 mg/dl. She was treated with another 45 units of carbohydrates, after which she felt as though she would pass out. The blood glucose reading was 32 mg/dl, which was treated with juice. She became immobile and unresponsive. The blood glucose reading rose to 60 mg/dl, and she became responsive but felt nauseated. The mother gave about 400 units of carbohydrates and when the infusion set was removed, insulin shot out. The caller noted that there may have been air in the reservoir. Glucagon was given and the blood glucose stabilized. No alarms were noted. Advised replacement of the insulin pump and reservoir. None else noted.